Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) non-hispanic female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 800cc and suffered from a rupture on the left breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 800cc on (B)(6) 2021.

Manufacturer narrative:
On september 27, 2021, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information indicating that upon removal of the implants, the left breast implant had no signs of leakage. However, upon removal of the right breast implant, it was identified to be ruptured with free silicone. Rupture on the right breast implant will be reported under mrn: 1645337-2021-11218. On october 5, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 800cc breast implant had three (3) creases/folds on the anterior view. Additionally, a tear within one of the creases/folds was identified measuring approximately 2.5 cm asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).